Manufacturer narrative:
Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully fired and with no damage to the spring cartridge lockout. The returned device was tested for functionally with a test cartridge on the 3 articulated positions; when fired to the left and right position on the staple formation was confirming, however when fire in the center position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device did not fire on the initial attempt during a laparascopic colon reduction. Another like device was used to complete the case with no pt consequence.